Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not meet the physician's expectations with respect to longevity. Consequently, the device was explanted and returned to guidant for analysis.